Manufacturer narrative:
Quality control data was acceptable on the day of the event. Calibration data was acceptable. The sample volume was insufficient for investigation. Single false reactive results can occur and are covered by the specificity claim of the assay. Repeatedly reactive results need confirmation via independent methods for a final result. Since no confirmation was done and sample is not available for investigation, it is finally not clear if the elecsys result is true or false reactive.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hcv ii on a cobas e 801 analytical unit. The sample resulted in anti-hcv values of 4.7 coi (reactive) and 4.66 coi (reactive) when tested on the e 801 system. The results were inconsistent with the patient's historical results. The sample was repeated on two competitor devices. When tested on a yhlo instrument, the anti-hcv result was 0.01 coi (negative). When tested on the abbott platform, the anti-hcv result was 0.06 s/co (negative).

Manufacturer narrative:
The correct serial number of the cobas e 801 analyzer is 20x9-05, instead of 42ug-06.